Event description:
In 2009, the pt's mother reported that both the up and down buttons of the pt's infusion device are not functioning. The pt was away at school and the mother was unable to provide additional details. The pt called to provide further details. She estimated that the button issue began in 2008 while attempting to bolus. She stated that the infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.